Manufacturer narrative:
Device evaluation of belt has been completed. The reported problem (service code 1825) was confirmed. During investigation, the belt was unable to complete an ECG falloff test. The cause for failure was isolated to a pinched cable on the ECG "b" cable. The root cause for the service code 1825 was the pinched cable. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.